Event description:
It was reported that the dr had a very difficult time deploying the filter. The filter was caught in delivery system and required manipulation in order to release. No harm to the patient.